Event description:
(Iab s/n unk) when the introducer dilator assembly and the clear hemostasis valve assembly separated from the sheath hub, the hemostasis valve leaked. Iabp continued without further problems. The hemostasis valve was not returned to co for eval. The valve was discarded by the facility.